Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device¿s manufacture date was not identified. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The subject device was not returned, and the cause of the reported phenomenon, ¿front panel was flashing on the unit¿, was not identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the front panel was flashing on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. The customer requested a call back and to walk the customer through the steps to fix the issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.